Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device had failed defibrillation therapies. It failed to shock at maximum output; five shocks failed with the last shock converting. The device is now at elective replacement indicator (eri). The device was reprogrammed and subsequently explanted and replaced with a device that could provide more energy. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.